Event description:
The customer contact reported the device was overheating. The device was returned to the biomedical department with an unsigned note that stated, "this pump is overheating". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During a review of the device history at the user facility an unspecified overheating malfunction code was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.